Event description:
It was reported that the device alarmed for leak and full cannister however, there was no exudate in the cannister. The cannister was removed and reapplied and the device worked. The device alarmed leak again, the dressing was removed and there was a significant amount of exudate under the dressing and the wound had become excoriated.

Manufacturer narrative:
[(B)(4)].